Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (false asystole event) has been confirmed. Upon investigation, the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to an open brown (-5v) wire in the trunk cable showed signs of physical abuse. The root cause for the open wire could not be positively identified but was likely excessive force. No adverse event resulted from the open wire. The patient rec'd a replacement electrode belt.

Event description:
Download data from a (B)(6) male patient revealed several asystole ECG recordings. The patient was issued a replacement electrode belt.